Manufacturer narrative:
Per the tandem user guide," always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 371 mg/dl, and the meter bg reading was 589 mg/dl. Reportedly, the customer became ¿highly nauseous¿ and began vomiting blood. Emergency services were called and customer was taken to the emergency room. Subsequently, the customer was admitted to the hospital due to a bg level of 589 mg/dl, diabetic ketoacidosis, and vomiting blood. Customer was treated with an insulin drip and fluids, and was released from the hospital on (B)(6) 2019 with no permanent damage. Upon being released from the hospital, the customer¿s bg level 250 mg/dl. Reportedly, the customer calibrated the cgm using multiple bg meters. A replacement sensor was sent to the customer.